Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The recipient's hearing performance has been affected. The recipient experienced a gradual decrease in hearing performance. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Addtional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's hearing performance has been affected. No trauma was reported. The recipient expereinced a gradual decrease in hearing performance. Reimplantation is being considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. No trauma is reported. Reimplantation is being considered.